Event description:
Account obtained an initial non-reactive result with axsym hcv. Upon repeat, the results were reactive and high reactive. Pcr (polymerase chain reaction) was also reactive. No injury was reported.